Event description:
Reporter states the joystick is sensitive and when the end user was going around the door the chair whipped around and caught end user's leg against the door, breaking it in two places.